Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to prime. The following information was provided by the initial reporter : the patient using the the bd autoshield duo needle reported having had 8-10 needles that do not work when dialing to prime and then pushing it in on the pen to eject a bit of insulin, the pen does not eject insulin.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to prime. The following information was provided by the initial reporter : the patient using the bd autoshield duo needle reported having had 8-10 needles that do not work when dialing to prime and then pushing it in on the pen to eject a bit of insulin, the pen does not eject insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/7/2022. H.6. Investigation: customer returned (5) opened bd autoshield duo pen needles without tear drop labels attached. The customer reported that the pen needles do not release insulin when priming. The returned pen needles were examined, and it was observed that 1 sample exhibited a bent non-patient end (npe) cannula and 1 sample had activated patient end (pe) and npe shields - indicating use. The remaining 3 pen needles appeared to be in good condition and were tested for flow using a test pen injector: all 3 were able to expel properly. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think that the pen needle was clogged. Since the defective sample was returned after use, the probable cause of the bent npe cannula is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannula was bent by the user after the user handled the pen needle.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to prime. The following information was provided by the initial reporter : the patient using the bd autoshield duo needle reported having had 8-10 needles that do not work when dialing to prime and then pushing it in on the pen to eject a bit of insulin, the pen does not eject insulin.